Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age and date of birth unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided b3: date of event unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided g4: additional PMA/510(k) number k011028, k013227 h4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant had damaged internal threads and the customer requested a rethreading tool to rethread it.